Event description:
The customer reported that the surgeon could not re-open the device jaws. It is not known by the site contact if the device was applied to tissue when this occurred. The device was removed from the surgical field and replaced with no patient injury. The site contact was not able to provide additional details regarding the device or incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.